Event description:
The customer reported that during pars plana vitrectomy (ppv) surgery, an ophthalmic system had low illumination with both the ports. The surgery was completed with alternative product without any patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).